Event description:
Symptoms unchanged since uae. Post-uae, she has experienced hot flashes and irregular menstruation. Prior to uae, menstruation was regular and heavy. Post-uae MRI showed negligible reduction in size of fibroid.